Event description:
A us distributor contacted zoll to report that charger/modem sn (B)(4) will not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was isolated to a defective power supply. The cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective battery charger/modem.